Event description:
It was reported that a patient who has not been feeling well presented in clinic. Upon review, the implantable cardioverter defibrillator was unable to interrogate with multiple attempts. The patient was not a device dependent and was lost to follow-up. The patient noted to feel vibratory notifier but does not remember when. The device was able to communicate with a programmer; however, it was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
The event of loss of communication was confirmed and was due to battery depletion. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.